Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart, a constant audible tone and a blank display. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer changed the battery but the pump issues cannot be resolved. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display and a constant tone alarm due to moisture damage on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, or displacement tests or verify the unexpected restart alarm due to the blank display. The pump had a cracked display window and a cracked reservoir tube lip.